Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were in a great deal of pain yesterday evening and went to check their implanted neurostimulator and noticed their spinal cord stimulator was turned off. Patient said the implanted neurostimulator was at 100% when they noticed the issue. Patient had to fight to figure out how to turn their therapy back on. Pt figured out how to turn therapy back on. Then, this morning, the patient noticed the therapy turned off by itself again and noticed back pain. Pt said therapy turned off by itself 2 times in 12 hours. During the call, patient pressed the white button on the top of the controller and was able to turn the therapy on. Patient said they could not get white button to work yesterday. Pt said they never allowed their stimulator to deplete and usually charged when ins was at 50% each night. Agent suggested the patient follow up with their healthcare provider if the issue persisted.

Event description:
Additional information was received from the patient (pt). They reported that they had no information except that they had to set up an appointment with their healthcare provider (hcp). Pt saw their hcp and it was thought that the magnets may have interfered with the store's security system. Pt reported that there needed to be a faq sheet for the device before implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.